Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2017-06278. Following the implant procedure, x-ray was performed and the right atrial (ra) and right ventricular (rv) leads were micro-dislodged. The suspected cause of the ra lead dislodgement was the inability of the suture sleeve to maintain the position of the lead. All electrical parameters were stable and in range. No intervention was performed and the patient was stable and will continue to be monitored.